Event description:
On (B) (6) 2009 the pt reported experiencing issues with her current box of infusion sets. She stated that the infusion site adhesive is not sticking to her skin. She stated that she works outside in the heat and humidity and she showers 1-2 times daily. The pt was sent replacement infusion sets and adhesive dressings. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.